Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The clinician called and reported that twos (t-wave oversensing) post pace was occurring on the right ventricular (rv) lead. The clinician already tried integrated bipolar which did not resolve it and was wondering how to program around these twos post pace. The clinician was given other reprogramming options from the company technical services representative. The rv lead remains in use. No patient complications have been reported as a result of this event.